Manufacturer narrative:
Physio-control further examined the removed quik-combo therapy cable assembly and determined that the cause of the reported issue was a broken internal wire located near the device connector strain relief. When the quik-combo therapy cable was flexed near the device connector strain relief, the test device would only intermittently detect a test load via paddles lead ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the quik-combo therapy cable assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would only intermittently detect a patient using a quick-combo therapy cable via paddles lead ECG. As a result, therapy could have been delayed or prevented, if it were necessary. The patient, a (B)(6) female, was being monitored at the time of the event and there was no adverse effects as a result of the reported issue. Additionally, a backup device was available, but not used. No further details about the patient or the event were available.